Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low impedance warning was noted on the left ventricular (lv) lead.  The lead remains in use. No patient com plications have been reported as a result of this event.